Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil and left side outside uterus and tubes') and perforation ('left coil was beginning to perforate') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perfduplicate to record # us-bayer-(B)(4) oration (seriousness criteria medically significant and intervention required) and procedural pain ("pain post procedure"). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation, perforation and procedural pain to be related to essure. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # us-bayer-(B)(4) to which all information was transferred, then this duplicate record # us-bayer-(B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil and left side outside uterus and tubes') and perforation ('left coil was beginning to perforate') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and procedural pain ("pain post procedure"). The patient was treated with surgery (unknown surgery). Essure was removed. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation, perforation and procedural pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.